Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. A zoll sales representative was on site and able to clear the error code. However, with each compression, the unit would stop and display ua 45. The platform had to be reset by pulling the lifeband up but the same problem happens again when a compression is made. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 09/04/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.